Event description:
It was reported that the customer experienced a blood glucose (bg) reading of "high" and "low"; however, specific values were not provided. Cause of bg levels was unknown. Reportedly, the customer delivered a bolus and administered manual injections to address high bg, and consumed carbohydrates to address low bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.